Event description:
It was reported before use the bd micro fine plus¿ insulin pen needle product was damaged (broken, missing, unassembled) (if device is still operable). The following information was provided by the initial reporter: ¿when removed the inner shield, needle tip was missing.(unknown whether it was broken or not)¿.

Manufacturer narrative:
H.6. Investigation: three photos of one opened 32g x 4mm pen needle were returned from an unknown lot. No., cat. No. 320136. Visual examination of the returned photos was carried out and a broken patient end of cannula was observed. No manufacturing related issues were observed. No DHR review can be carried out as lot number is unknown. Based on the photos returned this cannot be confirmed to be manufacturing related.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported before use the bd micro fine plus¿ insulin pen needle product was damaged (broken, missing, unassembled) (if device is still operable). The following information was provided by the initial reporter: ¿when removed the inner shield, needle tip was missing.(unknown whether it was broken or not)¿.